Event description:
Customer reported an issue with the time settings on their pump, which showed a discrepancy greater than five minutes. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in extreme blood glucose values. Customer was assisted by technical support in updating the pump time and was advised to monitor for any recurrence of the time discrepancy.